Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted. The patient was no longer using her stimulator as it was no longer effective, and she found the ins "annoying." The doctor removed the stimulator and left the lead and extensions in place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-30, serial # (B)(4), implanted: (B)(6) 2008-, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; accessory model 37752, serial # (B)(4); accessory model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); programmer model 37742, serial # (B)(4).